Event description:
It was reported that the filter was on the glucose chamber of a multilayer bag set, and the injection port was on the synthamin chamber. The reporter stated that the filter should have been on the synthamin chamber and the injection port should have been on the glucose chamber. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 12 of 12.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.